Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, this device was received with no information regarding why it was sent. Attempts for additional information regarding the return were made but not successful. A gross examination revealed an anomaly. This was assumed to be the reason for return, and a complaint was subsequently opened.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan genesis pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned component revealed surface abrasion is noted on all tubes of the pumps. Partial separations within abrasion are noted on the longer exhaust tube and the inlet tube of the pump, and on the exhaust tube of cylinder #2. Testing revealed these not to be sites of leakage. Partial separations are noted on the inlet tube of the pump. Testing revealed these not to be sites of leakage. A partial separation is noted at the apex of cylinder #1. Testing revealed this not to be a site of leakage. The detachment site of the longer exhaust tube of the pump, the inlet tube of the pump, the exhaust tube of cylinder #1, and the inlet tube of the reservoir appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) may have been exerted on the longer exhaust tube of the pump, the inlet tube of the pump, the exhaust tube of cylinder #1, and the inlet tube of the reservoir to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as information was not received, quality is unable to determine if only one or all sites were the cause of the return of the device. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.